Event description:
The following has been reported: customer reported: "pharmacy tech spiked the bag and began to prime the primary set. Upon spiking the bag, the pharmacy tech stated the drip chamber filled immediately without squeezing the drip chamber, it overflowed and then begin to leak. Stopped priming immediately and reported to implementation specialist. Patient harm: no." A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. During the visual inspection, the gold foil corresponded to the specific code set-0032-25. A gap was observed at the drip chamber spike, located at the connection between the drip chamber body and drip chamber cap. An underwater leak test was performed and bubbles were observed coming from the drip chamber. The reported leak could be caused due to the found gap. The customer complaint is confirmed. The root cause has been identified as a supplier-related manufacturing assembly defect in the drip chamber based on sample evaluation. The manufacturer has been notified of this issue. The current process controls detection include: visual and dimensional sampling inspection to the component at incoming inspection area and flow test at final physical. The batch record fa25c20029 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.